Event description:
It was reported that a handheld computer would not hold charge. Soft resets were performed at all times to resolve the issue but the event prevailed. The product was returned to the MFR and is currently undergoing product analysis.